Event description:
Spontaneous; patient reported cassette malfunction. Pt reports cassette will not run. Pt did not provide lot number. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes, if patient retained it. Pt had another cassette to use and able to continue infusion. The infusion is life sustaining. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette: the patient could not provide any information other than either pump would not run with one particular cassette has this incident happened within the past 6 months? No, has this patient reported a pump malfunction within the past 6 months: yes. All known information is contained in this report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.